Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted and the device did not pass the cavity assessment test, then a leak test was conducted and no leaks were found, the filters were changed, the device was purged and the cavity assessment passed. Hence, the failure mode related to "failed cavity integrity assessment" was replicated during the investigation process. However, there was no sign of sharp edges in the array. This observation will be monitored and trended.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this event: 1222780-2024-00157.

Event description:
It was reported that on april 8, a novasure procedure was performed, and a 2nd device had to be used since the first device didn't pass the cavity assessment. The second device also failed the cavity assessment test and the doctor applied vaseline gauze around the tip of the cervical collar in case there was any leak. The doctor confirmed there was a lot of fluid filling in the tubing and by passing the blue filter, reached the round white disk filter. The doctor chose to perform a hysteroscopy and did not at first note any high deficits. Once the fluid cleared and had better visibility, the doctor noted a perforation on the sides of the cavity before the fundus. The doctor aborted the procedure. No additional information available.

Manufacturer narrative:
H.6 investigation findings: operational problem identified.